Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ggt-2-glutamyl transferase ver.2 standardized against ifcc / szasz on a cobas c 111. No incorrect results were reported outside of the laboratory. The sample initially resulted in a ggt value of 505.6 u/l. The sample was repeated on a reflotron analyzer, resulting in a value of 13.9 u/l. The sample was also repeated on the c 111 analyzer, resulting in a value of 13.2 u/l. The 13.2 u/l value was deemed correct. The ggt reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
An additional measurement of the sample was performed on the reflotron, resulting in a ggt value of 12.6 u/l.

Manufacturer narrative:
The calibration data was ok. Quality controls from the day of the event were not provided. Control data from 11-jan-2022 to 25-feb-2022 was within range except for one control level that was outside of range on 25-feb-2022. A general reagent issue can be ruled out as calibration and control data are acceptable. An instrument issue could also be ruled out. The investigation determined the issue is consistent with inadequate customer maintenance of the device and issues with the environmental conditions of the site.